Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose level rose to 18 mmol/l (324 mg/dl), the patient¿s levels dropped to 14 mmol/l (252 mg/dl) and then 11 mmol/l (198 mg/dl) before going to bed. The patient woke up with a blood glucose level of 17 mmol/l (306 mg/dl), which rose to 19 mmol/l (342 mg/dl), the patient delivered 24 units of insulin, dropping their blood sugar to 15 mmol/l (270 mg/dl) before lunch and was around 17 mmol/l (306 mg/dl) after lunch. The patient removed the pod and observed the cannula was a little bent at the tip. The patient treated the hyperglycemia by applying a new pod. The pod was worn on the abdomen.